Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They couldn¿t get scope through cannula. First opened new scope which also didn¿t fit through the cannula. Then opened new kit which did allow the scope to be passed. The case was finished with this new kit. Small added time due to having to open new product. No additional incisions. Patient unaffected.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 &213/67) the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the cannula handle. There were no visual defects observed on the cannula or c-ring. A mechanical evaluation was conducted. A reference harvesting device was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They couldn¿t get scope through cannula. First opened new scope which also didn¿t fit through the cannula. Then opened new kit which did allow the scope to be passed. The case was finished with this new kit. Small added time due to having to open new product. No additional incisions. Patient unaffected.